Event description:
Caller reports the pt tested 6.1 inr on the coaguchek s system and 3.8 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.